Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Tandem technical support was unable to complete system check with customer at time of call. Upon follow up, customer reported they had successfully resumed insulin delivery. Customer's blood glucose was 168 mg/dl.